Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for error 53 (water temperature 2 off of conversion table at 1c). After making sure the calibration testing unit (ctu) was in calibration and the correct values entered, mss discussed this was indicative of a failed outlet control temperature (t2) thermistor and the tank harness would need to be replaced. The customer stated they would like to send the device in to the depot for this repair. Per follow up information received on 28-jul-2022, there was no patient involvement as it was found during calibration. Per information the tank harness needed to be replaced. A quote has been sent to customer and will determine if unit will be sent in for repair. Per sample evaluation results received on 19-oct-2022, it was reported that the replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable.

Event description:
It was reported that the arctic sun device was failing calibration for error 53 (water temperature 2 off of conversion table at 1c). After making sure the calibration testing unit (ctu) was in calibration and the correct values entered, mss discussed this was indicative of a failed outlet control temperature (t2) thermistor and the tank harness would need to be replaced. The customer stated they would like to send the device in to the depot for this repair. Per follow up information received on 28-jul-2022, there was no patient involvement as it was found during calibration. Per information the tank harness needed to be replaced. A quote has been sent to customer and will determine if unit will be sent in for repair. Per sample evaluation results received on 19-oct-2022, it was reported that the replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.